Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified. The occlusion alarm was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. While the customer was changing the supplies, multiple cartridge change error messages occurred with multiple cartridges. The customer's blood glucose (bg) level was 362 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.